Event description:
It was reported that during an anterior resection, the device fired malformed staples and the knife did not deploy. Another divice was used to complete the procedure. There was no adverse consequence to the patient.